Manufacturer narrative:
A medtronic representative went to the site to inspect the system. The battery was replaced. The system checkout performed after part replaced showed all test passed and the issue resolved. Analysis of the returned battery was documented on the previous MDR submission (follow up 1). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(4), UDI#: (B)(4). The battery was returned for analysis. Functional testing determined that the battery was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that despite the system being plugged in for 24 hours consistently, the battery would not hold a charge. The system powered down as soon as it was disconnected from the ac power source. There was no patient involved.